Manufacturer narrative:
Date of event: (B)(6) 2015. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports circumferential redness to her peristomal skin under the mass which extends outward approximately 10mm, as well as redness to her umbilicus. She reports having this redness since around the time she had her stoma placed on (B)(6) 2015. She does experience itching from these areas. She applies nystop powder to her peristomal skin and to her umbilicus. She had been using stoma powder to her peristomal skin prior to having the nystop prescribed. She does note stool on her skin at times when she removes her wafer. She saw her nurse yesterday who applied silver nitrate to her peristomal skin.

Manufacturer narrative:
The following information was omitted from the initial MFR # 1049092-2015-00723: no lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).